Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product 6949 implantable tachy lead - (B)(6) 2006, 4194 implantable pacing lead - (B)(6) 2006. (B)(4).

Event description:
It was reported that both the atrial lead and the ventricular leads exhibited noise and oversensing, and there was a six second pause in ventricular pacing. It was suspected that the noise was caused by electromagnetic interference (emi). Follow up is in process for additional information. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.